Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with right spigelian hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps. Per op notes, ¿some midline and right abdomen adhesions were noted and lysed. The hernia defect was identified and easily removed. A ventralight st using echo ps was placed in the abdominal cavity and secured using sutures. The mesh was tacked circumferentially.¿. On (B)(6) 2019 - patient was diagnosed with chronic abdominal pain and recurrent spigelian hernia thereby underwent robotic assisted laparoscopic repair with excision of ventralight st using echo ps. Per op notes, ¿the intraabdominal adhesions were identified and lysed. Old spigelian hernia mesh was noted and excised entirely. Adhesiolysis was performed. Swiss cheese defect was identified and repaired with sutures.¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney subsequent surgery; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (on 15-aug-2014) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.